Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy synthes spine inspection of returned expresscare kit found the tip/biting section of the 2mm up angle micropituitary was broken off from the instrument. The broken tip was not returned with the micropituitary and its location is unknown.

Manufacturer narrative:
Visual inspection of the up angle micro pituitary revealed that the fracture was located at the upper jaw. The upper jaw was not provided for this analysis. A review of the DHR¿s identified no issues during the manufacturing and release of these products that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined based on the provided information or returned sample. However, fracture analysis found evidence of a quasi-static overload failure for the instrument. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.